Event description:
Event description cpi received information that during a replacement of an implantable cardioverter defibrillator (ICD) for normal battery replacement, it was noted that two of the patient's leads, sutureless myocardial unipolar leads (4312's) were both fractured. They were removed from service, and replaced.